Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
False open readings in the rotational sensor data caused first prime to end earlier than intended and resulted in the device generating an 0x41 "rotational sensor maximum summed error table" alarm before the end of second prime. The rotational sensor malfunction was confirmed to have caused the reported event. Contamination was observed on the commutator cap. It could not be conclusively determined if this contamination contributed to the abnormal rotational sensor data.